Event description:
It was reported "while inserting an accolade tmzf stem with inserter #1020-1500, on extraction of inserter, the tapered portion remained in the stem separating from the instrument. Extreme attempts were used to remove the remaining tapered portion from implant. All attempts failed. Dr closed patient with inserter sticking out up to 2cm."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental will be issued.